Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Unable to duplicate the customer?s reported issue. The root cause of the reported issue was not determined. Auxiliary control unit watchdog is a sympathy it does not affect the functionality of the pump. Actions taken to mitigate the reported issue: replaced speaker for preventive auxiliary control unit watchdog. Repair was not needed for base not responding (non-issue). Performed power up process and all functional testing which passed. Performed power up process and all functional testing.

Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.